Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The bipap a40 pro was returned to the manufacturer's product investigation laboratory (pil) for evaluation, and the customer¿s complaint was confirmed. During the evaluation the alarm was not duplicated however, the pil verified a ventilator inoperative alarm was found in the error logs. It was noted that a pressure regulation alarm is present in the logs also. The device was disassembled to view the etched disk. The disk is partially clogged with debris that appears to have originated from an external source. The root cause is confirmed at this time. The customer has received a replacement. This unit has been scrapped per the requirements set forth in work instruction 8.4-1131 rev 9 and disposed of accordingly.